Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status with a charge time of 24 seconds. The clinician inquired which advisories applied to this device. A guidant technical services consultant discussed the avt latching population. There were no patient symptoms reported with this clinical observation.